Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 425 mg/dl, 215 mg/dl, and 168 mg/dl. Customer took levemir and humalog after testing 425 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.